Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using proglide devices with a 6f sheath after a electrophysiology atrial fibrillation intervention procedure. Reportedly, the footplate did not retract despite the lever being returned to its original position. The device was advanced further into the artery to see if that would help retract the footplate but it didn't work. A forcep was used to widen the tissue and device was removed. Wire access was maintained and another proglide device was deployed; however, it did not achieve hemostasis. Manual compression was applied for 25 minutes and hemostasis was achieved. A femostop was used for pre-caution as the patient had dementia. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.